Event description:
It was reported cadd cassette 100 ml with flow-stop , lot 4220003, exp: 11/24/2026; with reservoir volume 86.3 ml remaining resulted in unresolved no disposable clamp tubing alarms on both pumps. No further details provided.